Manufacturer narrative:
Dr. (B)(6) reported that the patient is continent and voiding voluntarily after 0.5 cc was removed from each balloon.

Event description:
Retention post-op, catheter placed and patient reported that he was still straining to void 3 and 4 days post-op.

Event description:
Retention post-op, catheter placed and patient reported that he was still straining to void 3 and 4 days post-op.

Manufacturer narrative:
Dr. (B)(6) reported that the patient is continent and voiding voluntarity after 0.5 cc was removed from each balloon. Patient reported that could void voluntarily but that his incontinence had recurred. Dr. Brush intends to add 0.25 cc in each balloon.